Event description:
It was reported the cap that ensures sterility for the tubing port from cassette is off the tubing line. The issue was resolved by utilizing another cassette. Patient was able to successfully continue infusion. The patient was also provided with a replacement cassette. No additional details provided. No patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06053. The report was submitted in error.